Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is black dot in the center bottom of the screen, it's a bunch of little black dots on the screen that doesn't affect the text but it is spreading around. The customer pump has not been exposed to moisture. The customer ran a self-test and the dots weren't pixel related but visible through the self-test. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump received with bleeding display glass, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window.